Manufacturer narrative:
Complaint conclusion: a smart control 10mm x 80mm x 80cm failed to deploy, described as failing to disengage off the catheter. It was confirmed that the stent partially deployed during the procedure. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. When removed from the tray, the stent was still constrained within the outer member/sheath and all looked as normal. Nothing unusual was noted about the stent delivery system prior to use. The stent was accurately selected by a very experienced surgeon who is well aware of our stent and has used almost exclusively for 8 years. He is very much aware of vessel size requirements when using smart. However, the diameter of the unconstrained stent size was not 1-2mm larger than the vessel diameter. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. No difficulty was encountered flushing the device. The access site was femoral. The delivery to the lesion was ipsilateral. The intended lesion was not located at the carotid bifurcation. The intended procedure was for upper leg stenting. The device was not used for a chronic total occlusion. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The smart control locking pin was in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. The smart control or other devices used with it did not kink or bend at any time during procedure. The procedure was completed with the use of another smart control. The user has been using smart control nearly exclusively for a number of years and up to now has not had an issue with the product. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. Other procedural details/patient information were requested but were unknown/unavailable. There was no reported patient injury. The product was returned for analysis. A non-sterile ses smart control 10x80 80 was received coiled inside a plastic bag. Pin lock was not received. Per visual analysis, the body/shaft was observed torn approximately at 1.1 cm from the strain relief. Also, the stent was observed deployed approximately 3 mm. No other anomalies were observed on the unit. Per functional analysis, deployment test couldn¿t be performed on the device since body/shaft was received torn. Per microscopic analysis, sem results showed the torn area of the body/shaft of the ses smart control 10x80 80 unit presented evidence of elongations and bulged/peeled off material. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations and bulged/peeled off material found on the body/shaft material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17894161 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ was confirmed since the stent was observed partially deployed, as received. Also, the body/shaft of the catheter was observed torn and deployment test couldn¿t be performed due to the torn condition. However, sem microscopic analysis results showed that the torn area of the body/shaft of the unit presented evidence of elongations and bulged/peeled off material. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. These damages found on the body/shaft material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the material separation. Nonetheless, the cause of the torn condition observed on body/shaft could not be conclusively determined during the analysis. Handling and or procedural factors such as vessel characteristics (although unknown) and forceful user technique as evidenced by material tensile overload observed on the device may have led to the reported event. According to the instructions for use ¿it is important to use the correct stent size, as recommended in the stent size selection table provided in section viii - directions for use. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn, and another system used.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 10 x 80 x 80 smart control failed to deploy, described as failing to disengage off the catheter. It was confirmed that the stent partially deployed during the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. When removed from the tray, the stent was still constrained within the outer member/sheath and all looked as normal. Nothing unusual was noted about the stent delivery system prior to use. The stent was accurately selected by a very experienced surgeon who is well aware of our stent and has used almost exclusively for 8 years. He is very much aware of vessel size requirements when using smart. However, the diameter of the unconstrained stent size was not 1-2mm larger than the vessel diameter. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. No difficulty was encountered flushing the device. The access site was femoral. The delivery to the lesion was ipsilateral. The intended lesion was not located at the carotid bifurcation. The intended procedure was for upper leg stenting. The device was not used for a chronic total occlusion. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The smart control locking pin was in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. The smart control or other devices used with it did not kink or bend at any time during procedure. The procedure was completed with the use of another smart control. The user has been using smart control nearly exclusively for a number of years and up to now has not had an issue with the product. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. Other procedural details/patient information were requested but were unknown/unavailable. The device will be returned for analysis.